Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported a right side intracapsular rupture confirmed via MRI. Healthcare professional later confirmed rupture. The device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as smooth opening. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported a right side intracapsular rupture confirmed via MRI. Healthcare professional later confirmed rupture. Device has been explanted and replaced.